Event description:
It is reported that a customer has physical damage in the drive support cap of their insulin pump. The patient's blood glucose level was at 270 mg/dl. The customer had bronchitis but felt ok to trouble shoot the issue. The customer found that the drive support cap was flush with the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window and cracked reservoir tube lip.